Event description:
The pt contacted animas alleging that the pump was unresponsive to up and down button presses. In addition, the pt claimed that the ok button was sticking. The pt claimed that on (B)(6) 2010, at around 9:30 pm, she was doing a cartridge change while connected and noticed that the ok button was stuck on prime. The pt felt as though she rec'd approx 12 units of insulin although she disconnected during the prime. The pt claimed that her blood glucose dropped down to "50 mg/dl." The pt reportedly resumed the pump at 10:00 pm that same evening and ate a meal. She did not bolus. After the meal, the pt tested her blood glucose at an unspecified time and got "150 mg/dl." The pt claimed that her blood glucose was a little high the rest of the night, but no value(s) were provided.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation revealed that the pump was intermittently unresponsive to contrast button presses. The keypad was removed and adhesive/contamination was observed under the button contacts. The ok button was observed to be sticking. The pump displayed a reminder to disconnect while priming. The rewind, load cartridge, and prime steps performed successfully with no alarms. Also, a force sensor calibration test confirmed the sensor is detecting correct force at 5lbs.